Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated the 75% stenosed, 3.0x10mm target lesion located in the distal right coronary artery. Treatment consisted of pre dilation with an unspecified 3.25x14mm balloon inflated to 10 atms, and the placement of a 3.0x20mm taxus express2 drug eluting study stent deployed at 14 atm's. Post dilation was performed with the taxus stent delivery balloon at 16 atm's resulting in 0% residual stenosis and timi 3 flow. The pt was discharged 3 days later on bayaspirin and panaldine. In 2008, stenosis was confirmed in the 90% stenosed, 2.3x15mm lesion located in the inferior septal artery. Reintervention utilized poba and placed a non bsc stent resulting in 0% residual stenosis and timi 3 flow.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.